Event description:
It was reported that during patient care, the autopulse platform was powered on and displayed a user advisory (ua) 12 (lifeband not present) message. No adverse patient sequelae was reported. Caller did not have any information on the patient event or any information on the daily check of the device. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/11/2015 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. The platform ran with a test manikin for 11 minutes and no problems were observed. The reported user advisory (ua) 12 (lifeband not present) was not duplicated during functional testing. Further inspection of the device did not identify any issues with the platform that could have caused or contributed to a ua 12 occurring. Specifically, the lifeband switch was inspected and no issues were noted. Based on functional testing, a cause for the ua 12 could not be determined. A review of the platform's archive showed that no ua 12 codes occurred on the reported event date of (B)(6) 2015. The data indicates that the ua 12 codes occurred on (B)(6) 2015. Based on the archive data, the cause appears to have been the belt clip not being detected in the platform's spool shaft due to improper installation of the lifeband onto the platform. The archive data showed that the following additional ua codes occurred on the reported event date: ua 2 (compression tracking error), ua 7 (discrepancy between load 1 and load 2 too large), ua 18 (max take-up revolutions exceeded), and ua 45 (not at "home" position after power-on / restart). Based on evaluation of the device, there were no mechanical issues identified that may have caused these ua codes seen in the archive. A cause for each ua code could not be determined. Based on the investigation, no part(s) were identified for replacement. In summary, the reported complaint of the platform displaying a ua 12 message was confirmed during review of the platform's archive. Inspection of the device did not identify any mechanical issues with the platform that could have caused or contributed to a ua 12 occurring. Based on the archive data, the cause appears to have been the belt clip not being detected in the platform's spool shaft due to improper installation of the lifeband onto the platform. Following service, the device passed all testing criteria.